Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 8 years and 2 months post implant of this 25mm aortic bioprosthetic valve, the patient presented to hospital for hematemesis and hypotension. It was reported that a left lung cavitary lesion for empiric antibiotics was noted and a bronchoalveolar lavage (bal) procedure performed was positive for pseudomonas. A bronchoscopy performed showed bloody lungs and the patients condition progressively worsened. It was stated that a computed tomography scan performed noted large acute stroke affecting the left middle cerebral artery (mca) territory. An electrocardiogram performed noted atrial fibrillation with rapid ventricular response (rvr) and transthoracic echocardiogram (tte) performed showed bioprosthetic valve abnormality, concern for infective endocarditis with embolic shower to brain and spleen. The patient was hospitalized, transfused with 1 unit of blood and medications were given. It was reported that 12 days later, the patient died. The cause of death was reported as cerebrovascular accident due to embolism of the left middle cerebral artery. It was stated that the event was not product or procedure related, it is unknown whether an autopsy was performed.